Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils embedded in bilateral fallopian tubes identified') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 627284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included nickel sensitivity, gravida, gravida ii and parity 2. Previously administered products included for an unreported indication: nuvaring from 2006 to (B)(6) 2007. Concurrent conditions included knee sprain, arthralgia, blood in urine, urinary urgency, right lower quadrant pain, urinary tract infection, stress, urinary frequency, urge incontinence, skin lesion, irritation skin, dysuria, adnexal mass, uterine bleeding, adenomyosis, dermoid cyst of ovary and benign neoplasm of ovary. Concomitant products included anticholinergic agents. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and allergy to metals ("allergy- nickel"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, bilateral ovarian on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, psychological trauma, fatigue, gastrointestinal disorder, nausea and allergy to metals outcome was unknown, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, blood disorder, cardiac disorder, bladder disorder and cystitis had resolved and the alopecia, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6) 2008 now it is reported (B)(6) 2008 plaintiff received treatment for bladder probs, bladder infect,fatigue, gi conditions, hair loss, nausea insertion details: right-3 coils plaintiff returning here another day to have her left essure coil placed. Current weight 209 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 95.25 kgs. Ultrasound pelvis - on (B)(6) 2018: bilateral dermoid cysts and probable endometrial polyps. Ultrasound scan vagina - on (B)(6) 2018: uterus is slightly enlarged and heterogeneous. Endometrium measures 10.6 mm right adnexal mass measuring 3.4 cm may reflect a dermoid cyst left adnexa contains 4.2 cm complex abnormal cystic mass. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: abnormal vaginal bleeding, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one was in patients medical records : embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('essure coils embedded in bilateral fallopian tubes identified') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 627284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify: no". The patient's medical history included nickel sensitivity, vaginal delivery, gravida ii and parity 2. Previously administered products included for an unreported indication: nuvaring from 2006 to august 2007. Concurrent conditions included knee sprain, arthralgia, blood in urine, urinary urgency, right lower quadrant pain, urinary tract infection, stress, urinary frequency, urge incontinence, skin lesion, irritation skin, dysuria, adnexal mass, uterine bleeding, adenomyosis, cyst ovary and benign neoplasm of ovary. Concomitant products included anticholinergic agents. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhoea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), blood disorder ("blood/heart disorder"), cardiac disorder ("blood/heart disorder"), psychological trauma ("psych injury"), bladder disorder ("bladder probs"), cystitis ("bladder infect"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), nausea ("nausea") and allergy to metals ("allergy- nickel"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy, bilateral ovarian on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device, psychological trauma, fatigue, gastrointestinal disorder, nausea and allergy to metals outcome was unknown, the genital haemorrhage, pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, blood disorder, cardiac disorder, bladder disorder and cystitis had resolved and the alopecia, vaginal haemorrhage and menorrhagia was resolving. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, blood disorder, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy : date of insertion previously reported as (B)(6)2008 now it is reported (B)(6) 2008. Plaintiff received treatment for bladder probs, bladder infect,fatigue, gi conditions, hair loss, nausea. Insertion details: right-3 coils. Plaintiff returning here another day to have her left essure coil placed. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Ultrasound pelvis - on (B)(6) 2018: bilateral dermoid cysts and probable endometrial polyps. Ultrasound scan vagina - on (B)(6) 2018: uterus is slightly enlarged and heterogeneous. Endometrium measures 10.6 mm. Right adnexal mass measuring 3.4 cm may reflect a dermoid cyst. Left adnexa contains 4.2 cm complex abnormal cystic mass. Concerning the injuries reported in this case, the following ones were confirmed in patients medical records: abnormal vaginal bleeding, dysmenorrhea, menorrhagia. Concerning the injuries reported in this case, the following one was in patients medical records : embedded device. Most recent follow-up information incorporated above includes: on 17-sep-2019: fu1&fu2 proceed together: pfs received. Injury nos replaced with new event pelvic pain. New events dysmenorrhoea, dyspareunia, abdominal pain, metrorrhagia, blood/heart disorder, gen. Abnorm. Bleed, psych injury, bladder probs, bladder infect, fatigue, gi conditions, hair loss, , essure confirmation test(s) conducted, specify: no were added. Reporter¿s information, patient¿s demographics were added. On 19-sep-2019: fu1&fu2 proceed together: pfs&mr received. New events abnormal bleeding (vaginal, menorrhagia), essure coils embedded in bilateral fallopian tubes identified were added. Lab data, historical drugs, concomitant drugs, concomitant conditions,reporter¿s information, patient¿s demographics were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.